Manufacturer narrative:
The ge service rep conducted an onsite investigation. The hard disk drive was replaced and the software was reloaded. The system was tested and operates as intended.

Event description:
The customer reported that the system would mix up pt data. No pt injury was reported.